Manufacturer narrative:
Posterior chamber single piece foldable intraocular lens. The lens was returned in liquid in a vial. Visual inspection found that the optic and haptic were torn. Lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a cc4204a intraocular lens, diopter +18.0 tore during insertion into the patient's eye. This occurred on (B)(6) 2021. The lens was explanted and replaced with an alternate lens. Reportedly, no patient injury occurred.

Manufacturer narrative:
B5-additional information: lens was implanted, removed, and replaced within the same surgery. Claim# (B)(4).